Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Scrub nurse alerted rep whilst setting up for case that the plastic tip on the femoral head pusher was missing from the loan kit. This loan kit was a copy over from a case on the (B)(6) 2020 and had not left the hospital. Phoned rep who attended that case and no missing instruments were reported. Cssd staff at the account did not know where it had gone and had not reported it missing during packing. Instrument was pulled in from another account to cater for the surgery.